Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute onyx drug eluting stent to treat a 12mm lesion in the mid left circumflex with moderate tortuosity and mild calcification. There was no damage noted to the packaging and there was no issues noted with removing the device from the hoop/tray and the device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated and there were no abnormalities reported in relation to anatomy. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used. It was reported that the physician stated the stent looked longer than 12mm. It was reported that the stent was measured after deployment and it measured 14.077mm. No intervention was required as a result of the issue. The stent remains deployed in the patient and no injury occurred in the patient.

Manufacturer narrative:
Additional information: the stent was deployed at 10 atm. If information is provided in the future, a supplemental report will be issued.